Manufacturer narrative:
Failure analysis confirmed the insulin pump received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and moisture damage. The customer stated the numbers on their keypad were scrolling. Customer's blood glucose was 118 mg/dl. She stated the insulin pump had moisture exposure and there was condensation under the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.